Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another station or pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was not detected on the bus. A field service engineer found that the half-height cubie drawer 5-1 was failing cubie pockets with a read write error message. The fse reseated the row board cable and ribbon cable and replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.